Event description:
It was reported that the unit indicated a user advisory and stopped working. Customer did not recall which user advisory was shown and continued with manual CPR. No adverse event reported.

Manufacturer narrative:
Reported complaint of system "indicated a user advisory and stopped working" was not verified. Platform was run using two test manikin without any errors. There were user advisory 7's (discrepancy between load 1 and load 2 too large) in the archive file for the (B)(4) 2012 sessions. This is likely due to pt having been very heavy. User advisory 7 was not duplicated during testing. Platform was run for 15 minutes using the test manikin and had no problems. The large resuscitation test fixture (equivalent to a (B)(6) pound pt) was also used, no issues were observed. No adverse event reported.